Event description:
The report submitted by the affiliate indicated that the intended target site was a de novo right coronary artery (rca). The product was properly prepped outside of the pt. During the attempted inflation, the physician and scrub nurse noted that there was liquid escaping from the hub at which point a crack was seen. There was no inflation achieved. The procedure was completed with another cypher select plus stent and the pt was sent home the same day.

Manufacturer narrative:
The product is expected to be returned. Additional info will be submitted upon 30 days of receipt. Please note; this ous cypher select plus sirolimus-eluting coronary stent is distributed outside the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.